Manufacturer narrative:
The subject device has been returned to olympus for preliminary evaluation and inspection, and the reported problem has been confirmed; the color tone image problem was due to a faulty cable. Minor scratches on the rear cover label were also found. This investigation is ongoing and follow up for additional information is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported a color tone image problem with a 4k camera head. After the subject device was returned, evaluated, and inspected, the reported issue was determined to be due a faulty cable. This MDR is being submitted due to the faulty cable found. No patient or user harm has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image error occurs due to a cable failure. Olympus will continue to monitor field performance for this device.